Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post ablation procedure the implantable cardioverter defibrillator (ICD) alerted for high superior vena cava (svc) lead impedance on the right ventricular (rv) lead. The svc coil was turned off. The lead remains in use. No patient complications have been reported as a result of this event.